Event description:
An older male with history of hypertension, hypercholesterolemia and shortness of breath admitted with positive stress test. While having coronary artery bypass graft, the hemopro cautery tip broke off. The device was inside the patient when it broke but was successfully removed.